Event description:
It was reported from the (B)(4) study that the patient experienced dyspnea on exertion. Reprogramming of the rate drop response algorithm was performed and the implantable pulse generator (ipg) device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.